Event description:
I'm writing to report a design defect on kimobility rogue wheelchairs (http://kimobility.com/product.action?productname=rogue). Of particular concern is the backrest release cable, and the backrest mount. In the product schematic (http://www2.kimobility.com/partsmanual/backrest_mount_rg.pdf) the parts are labeled 9, 4.5. What happens is that when the wheelchair cushion shifts, and touches the release cable it can unlock and then cause the entire backrest to suddenly tilt backwards. I've had this happen more than a few times. Beyond being an inconvenience, the sudden shift in my weight on the chair often causes it to tip backwards. If someone is not able to recover quickly, they will go over backwards and it will cause a head injury. In one instance, I was being lifted into a van and the sudden weight shift caused me to almost fall off the lift. Most wheelchair users use some sort of aftermarket cushion (e.g., (B)(6)), and they do shift around. As such, this danger is often unavoidable. When I spoke to a repair tech, I was told that I had a common complaint, and that I needed to be more careful about having the cushion shifting around. I don't think this is an appropriate response. While I'm capable of being aware of any movement, I can imagine that there are plenty of people that aren't. Thank you for your consideration. If you have any questions I'll be happy to discuss them with you. Email is my preferred method of communication ((B)(6)).